Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the jig was in use during a tplo, tibial plateau leveling osteotomy surgery when a small piece snapped off. Device has been returned along with the small piece that snapped off and is available for investigation. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. Actual event date not known. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis.the jig was received with the tip of the arm broken at the screw hole. The jig is lightly discolored over all with a dull finish. The complaint issue is due to an unknown cause. The jig meets material and hardness specifications as well as dimensional specifications for the arm near the break.

Manufacturer narrative:
Device is used for treatment, not diagnosis isimac machine company manufactured the standard tplo jig for use w/24mm/27mm/30mm saw guides, p/n vq0001.00, and lot number 6134459 (supplier lot is10216) for synthes purchase order 1013153. The suppliers certificate of compliance (dated april 23, 2009) indicates the parts were manufactured to p/n vq0001.00, revision a and met the required specifications. The lot was inspected and conformed to the synthes, incoming inspection sheet number ns024645, revision a (dated may 4, 2009). There were no mrrs, ncrs, or complaint related issues with this complaint.